Manufacturer narrative:
The complaint investigation for reactive alinity I cmv igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. An increase in complaints has been observed however, no related trends were identified regarding commonalities for lot number and issue. Device history record review did not identify any nonconformances, or deviations associated with lot number 33059fn00 and complaint issue. The overall performance of alinity I cmv igg was reviewed using field data from customers worldwide. The median patient result for lots 33059fn00 (likely cause lot expired on 27oct2022) and 32466fn00 (previous lot in use) for nonreactive results are comparable with other lots in the field confirming no systemic issue for lot 33059fn00. Labeling was reviewed and found to be adequate. In-house specificity testing of a retained reagent kit of the complaint lot 33059fn00 was performed. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I cmv igg reagent lot 33059fn00 was identified. Section b5 was updated after corrected information was received from the customer.

Event description:
The customer observed a false reactive alinity I cmv igg result for one sample. The following data was provided (interpretation of results: <6.0 au/ml is nonreactive):: on 02jul2022 sid unknown: cmv igg result = 68 au/ml (reactive). On 01apr2022 sid unknown: cmv igg result = 2 au/ml (nonreactive). 0on 7feb2022 sid (B)(6): cmv igg result = 38.3 au/ml (reactive), repeat with another method = negative, repeat with blood bank sample on the alinity = negative. Additional laboratory data was provided: ferritin = 15.43 ng/ml, toxo-g = 0.5 iu/ml, toxo-m = 0.13 s/co. No impact to patient management was reported. Corrected information was received from the customer: on 04jan2022 sid unknown: cmv igg result = 2 au/ml (nonreactive). On 02jul2022 sid unknown: cmv igg result = 68 au/ml (reactive). On 07feb2022 sid (B)(6): cmv igg result = 68.3 au/ml (reactive), repeat with another method = negative, repeat with blood bank sample on the alinity = negative.

Manufacturer narrative:
Completed information for section a1: sids (B)(6)and unknown. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p42-22 has a similar product distributed in the us, list number 7p42-24/-33.

Event description:
The customer observed a false reactive alinity I cmv igg result for one sample. The following data was provided (interpretation of results: <6.0 au/ml is nonreactive): (B)(6) 2022 sid unknown: cmv igg result = 68 au/ml (reactive). (B)(6) 2022 sid unknown: cmv igg result = 2 au/ml (nonreactive). (B)(6) 2022 sid (B)(6): cmv igg result = 38.3 au/ml (reactive), repeat with another method = negative, repeat with blood bank sample on the alinity = negative. Additional laboratory data was provided: ferritin = 15.43 ng/ml, toxo-g = 0.5 iu/ml, toxo-m = 0.13 s/co. No impact to patient management was reported.